Event description:
Manufacturer's ref #: 206763.

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The communication error could be confirmed but not the stop of ventilation. The system software was reloaded, the ventilator then passed all safety and functional tests and was returned for clinical use. No parts were replaced and no ventilator logs were provided. The communication error that was reported is an ethernet communication issue between the panel and monitoring subsystems. This issue makes the monitoring subsystem to restart. A restart of the monitoring subsystem will not affect ongoing ventilation, which continues with unchanged settings. However, curves, set parameters and measured values will not be visible on the screen (user interface) during the few seconds it takes for the monitoring subsystem to restart. The breathing subsystem, which regulates and measures the inspiratory and expiratory gas flow, is unaffected when this failure occurs. There is no stop of ventilation. The recommended action is to reload the system software. The root cause of the reported communication error has not been determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator generated alarm for communication error and stopped ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).